Event description:
The patient was implanted with a left ventricular assist device. It was reported that the log file showed a low battery hazard event. The event appeared to have occurred while the patient was disconnected from the black power lead and on battery power to the white power lead. There was also a total loss of external power recorded prior to the end of the log file. The event appeared to have occurred shortly after the patient was disconnected from the black power lead and on battery power to the white power lead. The log file indicated the pump did stop for an unknown amount of time. The customer stated that she will replace the system controller and battery clips and continue to monitor the patient. The patient was asymptomatic.

Manufacturer narrative:
Approximate age of device: 2 years. The devices are expected to be returned for evaluation. They have not yet been received. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
The reported event of audible system controller alarms was confirmed based on the evaluation of the submitted log file. The log file data contained a low battery hazard alarm during a power exchange from the power module to battery operation. The alarm was resolved upon reconnection to the power module. The second alarm of note occurred while the system controller was connected to the battery power source and the pump was operating at the set speed, the black power cable appears to have been disconnected followed by the loss of power from the white power cable. Power was lost to the system controller during this time. The length of the system stoppage was unable to be determined. When power was restored, the system began operating at the set speed without issue. Evaluation of the returned controller did not find any issues that would correlate to the event¿s occurrence. The system controller was operationally checked and functionally tested, and was found to operate as intended. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.